Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.50 x 28mm stent delivery system (sds) was returned for analysis. The stent was not returned with the sds for analysis. The manufacturing crimp data for this device was reviewed and there were no anomalies noted. The maximum stent profile was found to be within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp markings evident on the entire length of the balloon wall indicating overall crimp contact between the balloon and the stent at the time of manufacture. A visual and tactile examination of the hypotube identified multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 24-aug-2017. It was reported that crossing difficulties were encountered. The 87% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 2.50 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent detachment.